Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) umbilical hernia surgical procedure, the secondary surgeon side console (ssc) had a non-recoverable 40241 fault. Technical support engineer (tse) was unable to review the logs at the time of the call. Site was advised to hard cycle the secondary ssc after the case. The procedure was completed as planned with only the primary console and with no patient harm. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information on 01-jul-2022: the procedure was intended to be performed with two consoles. The system functionality was checked, and upon prior to start of case, the system displayed a non-recoverable fault. The customer was able to resolve the issue by hard power cycling the secondary ssc. There was no harm to the patient and the surgeon had no idea of what could have caused or contributed to the reported event. There were no issues encountered during setup of the system after the error was corrected. The procedure had been underway approximately 30 minutes when the issue occurred. The patient did not experience any complications before, during, or post-operatively and there was no video recording of the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went onsite and could not duplicate the error. Power cycling the system appeared to have resolved the complaint. Multiple cases have been completed since the error occurred with no further issues. The system was tested and verified as ready for use. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer abandoned the secondary surgeon side cart (ssc) after the start of the procedure due to non-recoverable errors and completed the procedure with only the primary ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.